Event description:
A malfunction on the pump was reported after it had been submerged in a pool. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to put the pump into storage mode and return it for replacement using a provided return box and label. A new pump was sent to the customer, who opted for mdi as backup insulin therapy to prevent interruption until the replacement arrived.